Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6)2017 16:42:05 pst ice batch user (batch_ice) phone (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: (B)(4). The customer's mother complains that the pump error 25 appeared again fo the whole night despite having followed our instructions. I¿ve verified in alarm history that the alarm occurred every 4 hours. I've ensured her that we will replace the pump. She will keep using it until replacement arrives. Country: (B)(6). Input date: 08/02/2017 warranty start: 06/17/2016 warranty end: 06/16/2020 batch - ng1097681h.

Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.